Manufacturer narrative:
No report of patient involvement. The hospital has not accepted a repair for the unit. Resolution is unknown.

Event description:
The hospital reported an over delivery of tidal volume. There was no report of patient involvement.